Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument's tip quickly got strongly glued by the tissue and could neither be opened by the surgeon nor the assistant at the table with the manual release dial. The procedure was completed with no reported injury.